Event description:
The duett sealing device was deployed following a diagnostic catheterization (via a 6f sheath in the right common femoral artery). After deployment the pt complained of tingling in the foot, however, pulses were present and no discoloration was noted. Later, the pt began to complain of pain in the leg, color became mottled and pulses were thready and intermittent. The arterial occlusion was treated with an embolectomy. The recovery was uneventful and the event was resolved with no add'l complications. The pt was discharged to home the following day.